Event description:
Reporter indicated that pt was experiencing an increase in night time seizures as well as an increase in seizures at school. Investigation to date has been unable to determine whether the seizure increase is above pre-vns baseline frequency.